Event description:
It was observed that during the device evaluation, the rigid endoscope sheath exhibited a broken ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information but no response was received from the customer. Additional information: h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and on the damage pattern described, it is likely that the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.